Event description:
First, they didn't tell us, while describing the implant device internally that my children would not be able to use a strong external magnet, because they found, I think it's called extra electrode migration. Our audiologist told us that there are several size magnets that can be used externally to hold the coil in place, but they did not tell us that we can only use size one, because they found out that larger sizes makes the electrode turn towards the magnet. Had I known this, I would never had considered this product to be implanted in my children, because they have ushers syndrome and while crawling, the coil would fall off every few minutes and we had to follow them around all day putting it back on. They gave my (B) (6) year old an adults mapping, and it took 4 months to find, because I called and told them he refuses to wear it. They said, he just rebelling, keep putting it back on. They said, it can't hurt him at all, no way. I have to keep ordering processors and controllers to replace theirs under warranty. They kept telling me it's my kids fault that they are to rough. That might have been true one year ago, but not for the past year with my (B) (6) year old who loves it. So when I said I would seek legal help in the matter, they pretty much said, we are protected by FDA, so nothing you can do. The problem is I am ordering about 3 processors and 3 controllers a year per child, because it is made to thin where it clips together and the processor cost (B) (4) and the controller (B) (4). Yes, it's under warranty but my 4 year year old's will expire in 4 months, because it's only 3 year warranty. (B) (6) might pay maybe each one time replacement after that, I'm guessing, but then what. I have 2 children with this device. They were both born deaf and slowly going blind. Cochlear americas knows and agrees there is a problem with the connection but refuses to do anything about it. Part of the problem why it breaks on children more often is because of the way it sits on their ears. It sits at a slant and always looks like it's falling off and this is what puts pressure on the clips and as the child turns its head the pressure... Dose or amount: all waking hours. Dates of use: from (B) (6) 2007 and still going. Diagnosis or reason for use: deaf.